Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), guide wire coating damage occurred. The lesion was located in the pancreatic duct. The 0.035 jag precursor guide wire was advanced to the lesion. At an unspecified time during the procedure, the physician noted that the "tungsten was peeled and remained inside pancreatic duct". It was not known if any attempt was made to retrieve the detached coating, however, it was noted that the coating remained inside the pt. The pt's status is unk, however, it was noted that the "physician is planning to observe the condition of the pt".